Manufacturer narrative:
Additional gore tag device included in this report: tgu373715/14544242 UDI¿s: tgu454515 - (B)(4). Tgu373715 - (B)(4).

Event description:
On (B)(6) 2016, the patient underwent surgical debranching/bypass of the supra-aortic arch vessels. On the same day, the patient was implanted with two conformable gore tag thoracic endoprostheses (tgu373715/14544242 and tgu454515/14536243) to treat an aneurysmal transverse and descending thoracic aorta measuring 10 cm in diameter. During the procedure, the 37 mm tag device was advanced through a 24 fr introducer sheath and deployed in the descending thoracic aorta. The 45 mm tag device was then advanced, to be placed proximally in the aortic arch. The physician reportedly encountered difficulty navigating the delivery catheter around the outer curve of the thoracic aorta, but was able to successfully deploy the device at the desired location. According to the report, a mobile c-arm was used for procedural imaging which, in combination with the patient¿s tissue mass, provided sub-optimal visualization during the case. The physician suspects that the stiff wire began to curl/coil at the level of the infrarenal aorta, which may have shortened the wire and contributed to the difficulty advancing the 45 mm tag device around the outer curve. Before the procedure was concluded, the patient experienced a rapid decrease in blood pressure and loss of pulse. Vascular trauma was suspected, but could not be verified by imaging. Resuscitative efforts were unsuccessful, and the patient expired. The cause of the patient¿s death is unknown.